Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for critical pump error. The customer states the pump was unresponsive. The customer's blood glucose level at the time of incident was 200mg/dl. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
Pump error 3 alarm noted in the long trace and pump was received with a critical pump error, problem isolated to the connector. The insulin pump was received with scratched case.